Event description:
"The tube of the mini set broke behind the clamp." The patient received prophylactic antibiotics. There was no patient injury associated withthis inccient.

Manufacturer narrative:
A sample has been requested for evaluation.